Event description:
Daughter of pt called gore and requested info regarding an alleged dual mesh implanted in her mother. Daughter reported mother allegedly had dual mesh implanted (B)(6) 2007; the device was removed due to infection (B)(6) 2007; patient received laparoscopic surgery (B)(6) 2011 to address pain at infected site; patient had add'l surgery (B)(6) 2011 for multiple abscesses and a colostomy bag inserted. Add'l event specific info has not been provided.

Manufacturer narrative:
Gore attempted to acquire info required for this form. Multiple attempts have been made to obtain further info, no response has been received. Therefore, no further info is available. Because of the lack of info and the silence of the reporting party, we are unable to confirm this allegation. All available info has been placed on filed for use in tracking and trending.

Manufacturer narrative:
Remove death: it should be noted that medwatch mw503324 indicates: "cause of death per autopsy exam: bronchopneumonia and sepsis secondary to complications of prior laparoscopic surgery." Per mw5033324 laparoscopic surgery was performed 4 years post dual mesh explant. A review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications. The conclusion remains unchanged from the initial report. Based on the available information a root cause for the report can not be determined. However it should be noted that the instruction for use address the potential for the following adverse events among others: "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
This report is being submitted as follow up 1 for MFR report #3003910212-2013-00033.

Event description:
This is followup #2 to medwatch #3003910212-2013-00033.